Event description:
The customer reported via phone call experiencing fluctuating high and low blood glucose levels and that the insulin pump alarmed no delivery excessively. Customer noted having a virus and sinus infection over the last few months. The sensor reading was in the 400 mg/dl range for 3 hours, so the customer treated thrice with 15 to 20 minutes in between. Customer changed the insulin and complete set and continued to treat. The blood glucose reading dropped from 328 mg/dl to 40 mg/dl. The customer treated with juice and food. The customer's blood glucose was 137 mg/dl at the time of the no delivery alarm. Insulin exited with a fixed prime. Customer declined to remove the infusion set, check settings and to perform the high pressure test. The customer's blood glucose reached as high as over 600 mg/dl after eating and as low as 57 mg/dl. She complained of difficulty breathing and dizziness and was advised to consult a doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.